Event description:
A female pt had reconstructive breast surgery following double mastectomy. The product, surgimend, was implanted in 2007. In addition to the two surgimend products used during surgery, two mentor breast tissue expanders were used. During the first month following surgery, a seroma developed at the left breast surgical site. A drain was in place for 5 weeks. There was also redness in the area. There was no evidence of infection. Two months later, add'l surgery was performed at the left breast site. Examination showed no evidence of the surgimend product. At this time, the surgeon also suspected a similar event occurring at the right breast site although there was no indication of a drain being used. Three weeks later, add'l surgery was performed at the right breast site. In this instance, the surgeon observed that the surgimend product was being incorporated into the pt's tissue. There was no product available to perform any eval. The pt is doing fine at this time.

Manufacturer narrative:
Since the product lot number was not provided, no history record could be reviewed. Since there was no product to explant, it was not possible to eval any product. The infection rate following breast reconstruction with an implant can be as high as 25%. This can occur any time after surgical implantation. A low level infection may be difficult to diagnose. An infection at the left breast surgical site is likely and is consistent with bacterial enzymatic degradation of collagen-based implants. This type of degradation could occur within four to five weeks. Since there appeared to be good incorporation of the other product implant at the right breast surgical site, a general reaction to the surgimend implant does not seem likely. We believe the degradation of the surgimend implant at the left breast surgical site is most consistent with localized bacterial infection.